Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set tubing. The customer reconnected the tubing to the luer lock. The customer's blood glucose (bg) level was impacted (480 mg/dl). The customer indicated that a bolus would be delivered. The customer was instructed to keep the luer lock connection tight and secure.